Manufacturer narrative:
Investigation evaluation: device one: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head not fully retracted inside the distal end of the sheath. The snare head was resting outside the distal end of the sheath and would not fully retract. The handle of the device was manipulated to advance the snare head, and when the snare head was advanced outside the sheath, the snare head was misshaped. The snare head did not form a duck bill shape. The snare head was advanced outside the sheath and the snare wire was bent above where the duck bill is normally formed. This created two (2) bends in the snare wire. One (1) that is made to create the duck bill shape, and one (1) that was bent during use; thus creating a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. Further, when the snare head was being retracted into the sheath, the additional bend in the snare wire was preventing the snare head from fully retracting. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill snare with one (1) bend in the distal end of the wire. After the snare wire was formed, the snare head retracted fully inside the sheath. When the snare head was fully retracted, the snare head was 23 mm from the distal end of the sheath. The distance from the distal end of the snare wire to the distal end of the sheath meets specification. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found during the evaluation of the snare wire cannula that is soldered to the snare wire, was not in the correct location. The position of this cannula could have contributed to the snare head becoming misshaped during use. The cannula on the complaint device was measured at 4.9 cm from the distal end of the snare wire, which does not meet the required specification. Device two: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head not fully retracted inside the distal end of the sheath. The snare head was resting outside the distal end of the sheath and would not fully retract. The handle of the device was manipulated to advance the snare head, and when the snare head was advanced outside the sheath, the snare head was misshaped. The snare head did not for a duck bill shape. The snare head was advanced outside the sheath and the snare wire was bent above where the duck bill is normally formed. This created two (2) bends in the snare wire. One (1) that is made to create the duck bill shape, and one (1) that was bent during use; thus creating a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. Further, when the snare head is being retracted into the sheath, the additional bend in the snare wire is preventing the snare head from fully retracting. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill snare with one (1) bend in the distal end of the wire. After the snare wire was formed, the snare head retracted fully inside the sheath. When the snare head was fully retracted, the snare head was 24 mm from the distal end of the sheath. The distance from the distal end of the snare wire to the distal end of the sheath meets specification. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found during the evaluation of the snare wire cannula that is soldered to the snare wire was in the correct location. The cannula on the complaint device was measured at 5.1 cm from the distal end of the snare wire, which does meet the required specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences for snare head retraction difficulties for duckbill acusnare polypectomy snare devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used without cautery and used despite finding a defect in the visual inspection prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a colonoscopy, the physician used two (2) cook acusnare polypectomy snares. The first snare was twisted when coming out the package and was not closing completely around the polyp. It would not cut. Another duck bill snare from the same lot was used. That second snare also would not completely close. A third snare was used, but the manufacturer is unknown. The devices were used cold (without cautery) [against the intended use]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.